Manufacturer narrative:
The pump passed the displacement and self tests. The pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly noted. No unlocked keypad connector, stuck button alarms or keypad anomalies were noted. The pump had minor scratches on the display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the keys of insulin pump were stuck upon use and it was happening very often. Customer stated the scroll bar was moving with no input. Customer stated that they changed the battery but issue was persist. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.